Event description:
It was reported that "downstream obstruction alarm abnormal". There was no alarm even if it was blocked. The event occurred during use. There was patient involvement, and no patient harmed reported.

Manufacturer narrative:
H3: one device was received for evaluation. No service history reported. The review of the event history log found that nothing related to the customers reported problem. The reported issue was not confirmed as the occlusion detection level of the downstream occlusion (dso) sensor was within the standard. The probable cause of the problem was unknown. The dso sensor will be replaced as a preventative measure.